Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip noted.

Event description:
It was reported that customer pump has a crack on case of pump. Crack is seen on: reservoir compartment. Drive support cap appears to be damaged: no. Did customer pressed the cap while connected: no. Customer doesn't know how it happened. No car accident. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis.